Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). On an unknown date, the patient experienced fatigue ("fatigue."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (underwent at hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction and nausea had resolved and the genital haemorrhage, abdominal pain lower, back pain, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: that the coils were in proper position most recent follow-up information incorporated above includes: on 1-mar-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue were added. Reporter, other relevant history, product stop date updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / left side of the pelvis pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In november 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In december 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fatigue ("fatigue."), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (underwent at hysterectomy with bilateral salpingectomy). Essure was removed in february 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-nov-2012: total bilateral occlusion; in 2012: that the coils were in proper position. Most recent follow-up information incorporated above includes: on 10-aug-2018: plaintiff fact sheet received. Event genital haemorrhage, abdominal pain lower, back pain, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia outcome update. Event fatigue, migraine, headache, pelvic pain, dysmenorrhoea, tooth disorder, nausea, female sexual dysfunction, vaginal haemorrhage, menorrhagia onset date / time were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / left side of the pelvis pain/ pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis. Concurrent conditions included multiple allergies, bipolar disorder and anxiety. Concomitant products included buspirone hydrochloride (buspar) and medroxyprogesterone acetate (depoprovera). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), back pain ("back pain"), fatigue ("fatigue."), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,") and tooth disorder ("dental problems"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (she underwent at hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, fatigue, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6)2013 discrepancy noted in date of insertion: (B)(6)2012 chief complaint: patient in for in-office essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: that the coils were in proper position; on (B)(6)2012: total bilateral occlusion.; on (B)(6)2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2021: medical record received: reporter added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (underwent at hysterectomy with bilateral salpingectomy). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: that the coils were in proper position. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.